Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing and minor scratches ad cracks on lcd lens screen. The customer stated problem was confirmed. There was high alarm displayed -air-in-line detected- during testing. Air detector was replaced. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device displayed multiple air in line alarms with line primed, during testing. No patient injury was reported.